Event description:
The customer reported that when using water trap (model m1657b) with the agm, the co2 waveform shows a rise during the inspiration cycle. This did not occur with the previous water trap model. The customer noted that this effect was evident when patient circuit pressures exceed 26 cm h2o.